Event description:
Related to MFR report # 2183959-2012-02816. Related to MFR report # 2183959-2012-02817. It was reported by the plaintiff's attorney that the plaintiff was implanted with a perigee prolapse repair system on or about (B)(6) 2007 to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged that within months after the initial implant procedure, the plaintiff suffered debilitating injuries including mesh erosion, hardening, chronic pain, physical pain and suffering, emotional distress, and worsening urination. The plaintiff also required additional medical care and treatment and/or surgical intervention.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.